Event description:
The reporter contacted animas on (B)(6) 2012 stating that the ok keypad button was intermittently unresponsive and requires multiple hard presses to elicit a response. The reporter noted that there was tearing under the ok keypad button, but was unsure of what occurred first. The reporter denied trauma or moisture to the pump. The patient reportedly wears the pump attached to a belt and does not clean the pump. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that the keypad rubber is torn over the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under the down arrow, up arrow, and contrast key contacts.